Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported torn/leak in the inner member was not confirmed; however the leak/pinhole in the balloon was likely inadvertently reported as a leak and tear in the inner member. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure to treat a restenosed non-abbott stent in the chronic totally occluded left anterior descending artery. A non-abbott guide wire was in the anatomy and a longer wire was needed so the proximal end of the wire was bent back and forth to snap it to make it shorter, so it could be converted into a longer wire, which caused a sharp edge on the proximal end of the wire. A 3.0 x 30 mm trek was advanced to the lesion; however when attempting to inflate, there was a leak and the balloon would not inflate. When removed from the anatomy there was a tear in the inner member. Another same size balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.